Event description:
A customer reported receiving an f38 alarm code on the flogard infusion pump. It is unknown what process step this alarm occurred during. No patient involvement, injury or medical intervention was reported when this event was received. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The affected device was evaluated against the reported condition. Visual inspection of the device did not identify any abnormalities that could have contributed to the reported condition. The power on self test could not be performed due to the device not being able to turn on. The reported condition could not be verified because the device could not be turned on. The device was swapped. Should additional relevant information become available, a supplemental report will be submitted.